Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test high during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow accuracy testing and was within specification. The event history log (ehl) was reviewed and revealed two infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml. The pump alarmed "upstream occlusion!" Once during the second infusion. The customer did not provide an event occurrence date or parameters. The condition of the IV set, IV bag, and set up are unknown. No further conclusions could be drawn at this time. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.